Event description:
Approximately two years post operative, the devices were removed due to heavy hip pain. The rim of the liner was partly cut off and the fixation tabs on the shell were broken. The liner had rotated and tilted and the hip was dislocated.